Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device noted blood visible in the balloon, inflation lumen, and guide wire lumen, which is consistent with the catheter cut while in the patient anatomy. There was contrast in the inflation lumen, which is consistent with preparation. The balloon was loosely folded. There was a cut in the proximal end of the balloon located at the proximal end of the balloon marker, confirming the reported cut in the balloon. The balloon material was smooth. The distal portion of the catheter was separated 11.5cm proximal to the proximal balloon seal, confirming the reported cut made by the physician. The distal portion of the catheter was returned in two pieces. The second piece was 19cm in length and was also returned. The material at the separation was jagged. The outer member and support mandrel were separated 6cm proximal to the guide wire exit notch. The separated portion including the hypotube and hub were not returned. The material at the separation was smooth. A non abbott embolic protection system (eps) was returned with blood visible in the filter basket and on the core. The core of the eps was separated 14.3cm proximal to the proximal end of the filter basket. There were two pieces of the separation returned. The first separated piece was returned frozen inside the guide wire lumen of the voyager nc catheter for a length of 1.2cm. The second piece was 120.5cm in length. The core was a pig tail shape 7cm proximal to the separation. Factors that may contribute to the difficulty to deflate the catheter include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated, thus, blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. It is possible that the anatomy narrowed the inflation lumen, contributing to the reported difficulty to deflate. Additionally, due to the slow deflation, the balloon was not fully deflated, and possibly did not deflate into the balloon trifold and interacted with the guiding catheter during attempts to remove. In this case, due to the condition of the returned device, a conclusive cause for the deflation difficulties could not be confirmed; however, the difficulty removing the catheter appears to be related to the balloon unable to deflate. The analysis noted there was peeling in the entire length of the balloon, which can occur during the procedure due to interaction with the lesion/anatomy. Additionally, there was a jagged tear in the guide wire exit notch extending distally for a length of 5.5cm. The tearing of the shaft appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire. A conclusive cause for the reported deflation issue could not be determined; however, the reported difficulty removing the catheter appears to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. All dilatation catheters are visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation and deflation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Event description:
It was reported that during the procedure in the mid left anterior descending artery (lad), a filtrap guide wire (non-abbott device) was used to prevent the formation of thrombosis. A 5.0x12 voyager nc dilatation catheter was advanced over the shaft of the filtrap. Pre-dilatation was performed at 18 atmospheres for 20 seconds, three times. A non-abbott stent was implanted. Post dilatation was performed using the same voyager nc; however, after post-dilatation, the balloon could not be deflated. Several attempts were made to inflate and deflate the balloon. The balloon was deflated slightly, allowing removal from the stent, but the balloon could not be withdrawn into the guiding catheter. A non-abbott guide wire, inside a non-abbott microcatheter, was advanced inside the guiding catheter, and unsuccessful attempts were made to intentionally rupture the balloon. The filtrap, the dilatation catheter, and the guiding catheter were withdrawn as a single unit near the puncture site. The physician made an unsuccessful attempt to compress the balloon through the patient's skin. The shaft of the voyager nc balloon was cut and the sheath was removed. The shoulder of the balloon was then cut after it was exposed from the vessel and the balloon slowly deflated. All devices were removed from the anatomy. Procedure time was prolonged. There was no adverse patient sequela. Though requested, no additional information was provided.